Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The 3.0x20mm armada 14 balloon dilatation catheter is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 the patient underwent percutaneous transluminal angioplasty in the proximal truncus coeliacus. Two armada 14 balloon dilatation catheters, sizes 2.0x20mm and 3.0x20mm, were used to predilate the celiac trunk but ruptured during the first inflation at nominal pressure due to the severe calcification of the target lesion. An armada 18, 5x20 mm, balloon dilatation catheter was used to dilate the target lesion and a 7.0x18 mm rx herculink elite stent was successfully implanted in the celiac trunk. There was no adverse patient effect reported or a clinically significant delay in procedure. No additional information was provided.